Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window corner and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were sticking. It was also found the escape button was unresponsive. The customer also reported the insulin pump had a delayed response when the up arrow button was pressed. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.